Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Manufacturer narrative:
(B)(4). No product was returned for investigation; a retain sample was pulled for investigation and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had lost prime 3 times or more. Following a loss of prime, the patient had primed while attached to pump and had a blood glucose of 47mg/dl , with difficulty focusing. It is unknown how much insulin was infused into the patient, who required no extraordinary treatment. This complaint is being reported as the loss of prime issue was not resolved and the patient experienced hypoglycemia subsequent to the use error of priming while attached.